Manufacturer narrative:
The service evaluation found the camera's image is grainy and noisy due to a faulty charged coupled device (ccd) unit and cable unit. Additionally, the coupler was dented. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that the high definition autoclavable camera head was returned for a reported image has a "black haze around it" during an unspecified event. During the inspection and testing, the service technician found the camera's image is grainy and noisy due to a faulty charged coupled device (ccd) unit and cable unit. No patient injury or harm was reported. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the investigation, we could not confirm the root cause of the faulty cable unit and charged coupled device unit. Olympus will continue to monitor field performance for this device.